Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ xc in the nasolabial folds. Patient experienced significant tingling, and blue lines. Patient was treated with hylenex on three separate occasions, and we even ipl'd it to try and tone it down but patient is having a bad reaction to the treatment. Symptoms are on-going.